Event description:
It was reported by service report that the head right inner siderail panel was cracked with no sharp edges, but possibly for fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the customer requested preventative maintenance on the unit and to report any other failures for the customer to repair at their discretion.